Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life and moisture was found behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: the pump's black box showed evidence of short battery life where voltage drops resulted in battery alarms and battery alarms following pump reboot events. There was evidence of moisture behind the display lens. The battery compartment was found to be cracked. There was evidence of moisture contamination inside the battery compartment. The audio bolus button cover was damaged but still responsive. The pump's current draws were within specifications. There was evidence of additional moisture on the internal components of the pump.